Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the leg section was damaged as a result of the event. Based on the description of the event and the technician's inspection, the cause of the reported event is attributed to the leg section not being properly attached by user facility personnel. The 4085 surgical table operator manual states (3-4), "12. Install leg section as follows: note: the steris 4085 general surgical table is equipped with hi-lock locking mechanism enabling quick and easy removal/installation of the leg section with a safety lock feature. A. Using hand control, position table top seat section to horizontal by pressing leg up button (refer to section 4.2, hand control). B. Insert both leg section installation rods into seat frame until fully engaged. Listen for "click" sound to indicate correct installation (see figure 3-8). Note: the leg section should slide easily into the back frame (seat section). Do not force. C. Pull leg section (both sides) to ensure correct installation." The technician replaced the leg section, tested the table, confirmed it to be operating according to specification, and returned it to service. A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table, specifically attaching the leg section; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that at the end of a patient procedure the patient's legs were removed from the stirrups and placed onto the leg section of their 4085 surgical table when one side of the leg section detached causing the patient to slide off the table and onto the floor. The patient was transferred to a stretcher and received medical treatment for an abrasion on their back.